Event description:
It was reported that a user experienced a brief loss of cgm data for approximately five minutes while using a dexcom g7, and the agent advised that transient communication issues can self-resolve and to call back if the issue persisted beyond thirty minutes. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no disruption to therapy. Investigation included customer inquiry and troubleshooting with education regarding signal loss and monitoring for persistence. Investigation of this case revealed a temporary cgm signal loss with the responsible device not identified, consistent with intermittent connectivity interruption without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an inability to determine the root cause due to transient, self-resolving signal interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.